Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during pre-testing, a microsensor could not be zeroed. The physician adjusted the position of the microsensor in the normal saline for several times and the microsensor was finally zeroed. After the microsensor was implanted into the patient, it showed 13 mmhg. After the patient was sent back to ward and the microsensor was reconnected, its reading changed to 1mmhg. Finally, the physician changed to another microsensor which showed normal readings. The event led to 10 minutes surgical delay with no patient consequences.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during pre-testing, a microsensor could not be zeroed. The physician adjusted the position of the microsensor in the normal saline for several times and the microsensor was finally zeroed. After the microsensor was implanted into the patient, it showed 13 mmhg. After the patient was sent back to ward and the microsensor was reconnected, its reading changed to 1mmhg. Finally, the physician changed to another microsensor which showed normal readings. The event led to 10 minutes surgical delay with no patient consequences.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The microsensor was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 5255660 conformed to the specifications when released to stock. Failure analysis - based on the analysis and investigation, the issue of the complaint was not confirmed. Catheter tied in a knot with suture also, kink/mashed. Icp express passed with reading 482. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to the knot with sutures and kink in catheter attributed to the negative reading (although this could not be confirmed).